Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a black display. Customer stated they were trying to use their insulin pump after long time and insulin pump had black display. Customer stated that insulin pump has been stabilized at room temperature but black display did not disappeared. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.